Event description:
The customer reported that she was hospitalized with low blood glucose levels. The customer did not know the blood glucose reading at the time of admission. The customer also reported no delivery alarms. The customer was not feeling well enough to troubleshoot at the time of the call. Advised the customer to call back for troubleshooting at ther convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.